Manufacturer narrative:
07-jul-2015 product investigation results: reporter returned 2 toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Small round brush shot out of its plastic holder; small metal pin in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]; case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the small round brush of the oral-b flexisoft brushhead shot out of its plastic holder down her throat. There was also a small metal pin in her mouth. She spat out the product. She stated the brush had only just started being used. No symptoms developed. 07-jul-2015 reporter returned 2 counterfeit oral-b toothbrush heads.

Event description:
Small round brush shot out of its plastic holder; small metal pin in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the small round brush of the oral-b flexisoft brushhead shot out of its plastic holder down her throat. There was also a small metal pin in her mouth. She spat out the product. She stated the brush had only just started being used. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.